Event description:
Caller states she tested 5.9 inr on the coaguchek xs system and 3.9 inr on a comparison professional system. Caller states that her doctor had her hold her 5 mg dose of coumadin for the day. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.